Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An associate reported a patient with two plus diffuse lamellar keratitis one day post lasik. Topical steroid drop dosage was increased. Upon follow up, symptoms resolved one week later.